Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure itself that may have led to this event and they are not sure of the cause for the failure of the capsule to attach. A type of lubricant was used to facilitate capsule replacement. There was no intervention required and no harm caused to the patient but a repeat procedure was performed.

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection did not reveal any damage. The plunger of the delivery device was found to be rotated more than 1/8 of a turn. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel (1/8 of a turn). Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.